Manufacturer narrative:
It could not be determined if the strip bottle was already open when the customer received it. The strips were not returned for evaluation, therefore, performance could not be verified. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. Replacement test strips were sent to the customer.